Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure with a farawave sheath, the valve on the sheaths were dysfunctional. Once a farawave catheter was inserted, the device would no longer aspirate. The procedure is outcome unknown. No patient complications were reported. Device is expected to return for analysis. The user reported three sheaths.

Event description:
It was reported that during a procedure with a farawave sheath, the valve on the sheaths were dysfunctional. Once a farawave catheter was inserted, the device would no longer aspirate. The procedure is outcome unknown. No patient complications were reported. Device is expected to return for analysis. The user reported three sheaths. It was further reported that the sheath was removed from the patient. A new sheath was used and the case was completed without any further complication.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. Analysis of the returned faradrive sheath did not find any defects on the sheath or confirm an existing leak path that supported the allegation of air ingress or loss of aspiration as described in the complaint summary.

Event description:
It was reported that during a procedure with a farawave sheath, the valve on the sheaths were dysfunctional. Once a farawave catheter was inserted, the device would no longer aspirate. The procedure is outcome unknown. No patient complications were reported. Device is expected to return for analysis. The user reported three sheaths. It was further reported that the sheath was removed from the patient. A new sheath was used and the case was completed without any further complication.

Manufacturer narrative:
Additional information added to b5: describe event or problem and updated to impact code. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.